Event description:
It was reported that the patient was admitted to the emergency room due to a transient ischemic attack. The patient was treated with medication. The device is still in use. The patient is part of the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and the save to review data revealed that no anomalies were found.